Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months post filter deployment, computed tomography (CT) revealed that there was complete occlusion of the inferior vena cava below the level of the filter both the common iliac veins were distended showing surrounding thrombus. Subsequently, fourteen days later interventional radiology has done and informed that the patient had a significant thrombus in the iliac veins and inferior vena cava and most likely extending above the filter as well. After nine days later, the patient presented with upper leg pain and chest pain and the patient reported that there was a blood clot in right groin up to the vena cava umbrella. Subsequently, computed tomography (CT) revealed that infra renal vena caval filter was present with complete venous thrombosis below the filter filling the inferior vena cava, iliac veins, deep veins, and upper legs. After three days later, inferior vena cavogram showed that there was there was thrombus at the level of patient's inferior vena cava filter down to the distal thigh. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully after being diagnosed with deep vein thrombosis. Approximately an year post filter implant, the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.